Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger and barrel were damaged.

Manufacturer narrative:
Investigation summary: five photos and one 10ml syringe from unknown batch# were received and evaluated. The syringe was crushed with severe damage to the barrel observed in several areas including the flange, the wall and luer area as well as the plunger rod. The most damaged location appeared to be the mid portion of the barrel around the 8ml markings. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Root cause for the barrel damaged defect is likely associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger and barrel were damaged.